Event description:
It was reported that the driver began overheating during a surgical procedure. The case was completed with a backup device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the initial investigation details, the likely cause was problems with the motor, rotor, driveshaft, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.